Manufacturer narrative:
Section: h3, h6: the associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device did not confirm the stated failure mode. The device shows signs of extensive use. The clinical/medical evaluation concluded that the responses to clinical requests were not provided. Therefore, s+n has not received the adequate documentation to fully evaluate the root cause of the reported failure. Based on the information provided, the screw was removed from the hind foot nail and the system was left in the way it was pending the consolidation of the fracture. Since it was reported the patient¿s health status is unknown. The impact to the patient beyond that which has already been reported cannot be determined. Should any additional relevant clinical information be provided, this complaint will be re-assessed. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode and potential harm was previously identified. Some potential probable causes for this event could include a fit/ sizing issue or poor insertion technique. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during follow up after an internal fixation procedure, it was evident that a trigen low profile screw 5.0mm x 65mm was loose and outside the nail. The screw was removed from the hind foot nail and the system was left in this way pending the consolidation of the fracture. Patient's current health status is unknown.

Manufacturer narrative:
G3, h2, h3, and h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, the responses to clinical requests were not provided. Therefore, s+n has not received the adequate documentation to fully evaluate the root cause of the reported failure. Based on the information provided, the screw was removed from the hind foot nail and the system was left in the way it was pending the consolidation of the fracture. Since it was reported the patient¿s health status is unknown. The impact to the patient beyond that which has already been reported cannot be determined. Should any additional relevant clinical information be provided, this complaint will be re-assessed. A complaint history review found related failures for the listed device; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include a fit/sizing issue or poor insertion technique. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.